Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference ariticle at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that three patients underwent a revision due to malposition.